Event description:
There was no pt involved in this event. The device was switching itself on automatically. A device in this faut mode, if left undetected could result in the failure of the device to perform as intended if required.